Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014. 439688 lead, implanted: (B)(4) 2014. 439688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and erosion of the abandoned leads from a previous device system. The abandoned leads and active leads were all cut at the tissue and partially removed. The lead bodies remain in the patient. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced by a leadless implantable pulse generator (ipg). The patient was administered antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: (B)(4) lead implanted: (B)(6) 2014, (B)(4) lead implanted: (B)(4)2014, (B)(4) lead implanted: (B)(6) 2014 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and erosion of the abandoned leads from a previous device system. The abandoned leads and active leads were all cut at the tissue and partially removed. The lead bodies remain in the patient. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced by a leadless implantable pulse generator (ipg). The patient was administered antibiotics. No further patient complications have been reported as a result of this event.